Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00347 on 30-sep-2019, MDR 2432235-2019-00347-s1 on 30-oct-2019, MDR 2432235-2019-00347-s2 on 15-nov-2019, and MDR 2432235-2019-00347-s3 on 30-jan-2020. Additional information (21-feb-2020): a follow up urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and a follow up urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in (B)(6) 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples. MDR 2432235-2019-00346-s5 was filed for the same event. Section g7 and h10 were updated to reflect the additional information.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00347 on 30-sep-2019. Siemens filed initial MDR 2432235-2019-00347-s1 on 30-oct-2019. Siemens is further investigating the issue. MDR 2432235-2019-00346-s3 was filed for the same event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00347 on 30-sep-2019, MDR 2432235-2019-00347-s1 on 30-oct-2019, MDR 2432235-2019-00347-s2 on 15-nov-2019. An urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and an urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in january 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment lots ending in "17" or "18" due to a cuvette defect allowing water bath to contaminate the cuvette. Customers will be instructed to replace all reaction cuvette segments on their atellica ch analyzer with a lot ending in "19" or above. Customers are also advised to review their inventory and discard all impacted cuvette segment lots in their inventory. No further evaluation of the device is required. MDR 2432235-2019-00346-s4 was filed for the same event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00347 on 30-sep-2019. Additional information (2-oct-2019): siemens headquarters support center (hsc) reviewed the data provided by the customer. Hsc found that the falsely elevated co2_c results were processed from reaction cuvette slot 152. The hsc found that inefficient reaction cuvette washing of the affected slots caused the elevated co2_c results. A returned segment was assessed for abnormalities. Internal investigation by siemens consumables manufacturing did not identify any dimensional non-conformances, slot discoloration or atypical characteristics that would be a contributing factor to the erroneous results. The investigation thus far has not identified a cause. The affected cuvette segment was replaced, and no additional issues have been reported by the customer post the troubleshooting. Siemens is continuing to investigate this issue. The actions performed resolved the reported issue at the customer site. MDR 2432235-2019-00346-s1 was filed for the same event. Section h6 and h10 were updated to reflect the additional information.

Manufacturer narrative:
The customer contacted siemens customer care center. A customer service engineer (cse) was dispatched to the customer site. The cse traced the cause for the discordant falsely elevated co2_c sample results to the reaction cuvettes. Siemens headquarters support center (hsc) is reviewing the information provided by the customer. Siemens is investigating the issue. MDR 2432235-2019-00346 was filed for the same event.

Event description:
One discordant, falsely elevated carbon dioxide, concentrated (co2_c) results was obtained on an atellica ch 930 module. The initial result was not reported to the physician(s). The patient sample was repeated using the same instrument then another atellica ch 930 modules (sn: (B)(4)). The repeat results were considered correct and the correct result from atellica ch 930 module (sn: (B)(4)) was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.